Event description:
It was reported that approx 2 months post-op the pt presented with an unexplained refractive error. The surgeon decided to exchange the lens. During the iol exchange the surgeon noticed that the lens had a bent trailing haptic which according to the surgeon caused the refractive error. The lens was exchanged or another li61se lens. During the manipulation of the second li61se lens a vitreous prolapse occurred and an anterior chamber lens was implanted successfully. The pt's most recent bcdva was reported as 20/40. The pt's prognosis is good. This report for the first lens. Please reference MDR#: 1119279-2012-00239 for the second lens. Please reference MDR#: 1119279-2012-00240 for the delivery device.

Manufacturer narrative:
The lens is not available for eval and therefore has not been returned to bausch + lomb. The device history records (DHR) were reviewed and there were no discrepancies or unusual finding that relate to the reported event. Based on the available info, the specific root cause cannot be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the bent haptic. See scanned page.